Manufacturer narrative:
Section was left blank, because the device was not implanted. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00149 & 1058196-2010-00150.additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non sterile enterprise vrd delivery was received coiled and tangled inside of a plastic bag. The stent was received partially deployed inside the introducer tube. No visual anomalies were found on the received unit. The stent was totally removed from the introducer tube and was observed under a microscope, the distal end was found damaged and the coil tip presented a stretched condition at 5cm from distal tip. A prowler plus microcatheter lab sample was used to perform a functional test and the delivery wire (without the stent) was able to go through the microcatheter and no resistance or friction was felt despite of damage on the distal tip. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419105. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure as "delivery wire/impeded-in microcatheter" reported by the customer was not confirmed since during functional analysis the delivery system was able to go through the microcatheter without any problem despite of damage on the distal tip. The exact cause of the reported failure by the customer and the damage on the stent could not be conclusively determined. It is possible that procedural factors may have contributed to the failure experienced by the costumer and the damage on the stent. Neither the product analysis nor the DHR review suggest that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 3003742446-2010-00089 and 3003742446-2010-00090. Additional information will be submitted within 30 days upon receipt.

Event description:
The enterprise stent (enf453712) could not advance in the microcatheter. It was reported that the target site was the distal (ica) internal carotid artery that was normal. Prior and after removal from the package, the products were not damaged, and all the products were prepped per (IFU) instructions for use guidelines. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. Neither device distal tip (enterprise system or microcatheter) were re-shaped. A constant flush was maintained at all times through all the systems. The same microcatheter was not utilized to complete the procedure, and guidewire was not inserted to maintain target site. The microcatheter and enterprise were removed as unit. The procedure was completed successfully.

Manufacturer narrative:
The enterprise stent (enf453712) could not advance in the prowler select plus (606s255fx) microcatheter (mc). The difficulty occurred during initial transfer of the stent from the introducer into the mc. During insertion, the tuohy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the mc hub. The introducer was not damaged by the y connector. Neither device distal tip (enterprise system or mc) were re-shaped. A constant flush was maintained at all times through all the systems. The same mc was not utilized to complete the procedure, and guidewire was not inserted to maintain target site. The procedure was completed successfully. The mc and enterprise were removed as unit. The procedure was completed successfully. It was reported that the target aneurysm site was the distal (ica) internal carotid artery that was normal. Prior and after removal from the package, the products were not damaged, and all the products were prepped per (IFU) instructions for use guidelines. No further information is available. One non sterile enterprise vrd delivery was received coiled and tangled inside of a plastic bag. The stent was received partially deployed inside the introducer tube. No visual anomalies were found on the received unit. The stent was totally removed from the introducer tube and was observed under a microscope, the distal end was found damaged and the coil tip presented a stretched condition at 5cm from distal tip. A prowler plus mc lab sample was used to perform a functional test and the delivery wire (without the stent) was able to go through the mc and no resistance or friction was felt despite of damage on the distal tip. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01419105. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Functional testing could only be done with the returned delivery wire due to the condition of the returned stent. There was no resistance during insertion of the delivery wire during functional testing. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the mc, the introducer is not fully seated in the mc hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in opening of the stent in this gap which will inhibit forward movement and possibly damage the stent. Although based on the available information, the exact cause of the reported event and the damage on the stent could not be conclusively determined it is possible that procedural factors may have contributed to the insertion difficulty and the damage on the stent. Neither the product analysis nor the device history record review indicates that the event is related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 3003742446-2010-00089 and 3003742446-2010-00090.